Manufacturer narrative:
The insulin pump was received with no battery in the battery tube. The insulin pump passed the functional tests including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. A cracked reservoir tube lip and cracked battery tube threads were noted during the visual inspection. Data analysis could not be performed as the insulin pump was received without the battery in the battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer passed away. No further details, including the date of her passing, were provided.